Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying and high impedance. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. It was also reported that the capture management function on the implantable pulse generator (ipg) was not working optimally. Explant of the rv lead is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Performance data collected from the device indicated unstable ventricular thresholds as determined by ventricular capture management. If information is provided in the future, a supplemental report will be issued.